Event description:
It was reported that a suction loss during laser treatment occurred using the liquid optics interface (loi). No patient injury or surgical intervention was needed. No additional information was provided.

Manufacturer narrative:
Information was requested from customer, however not provided a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 06/12/2023. Section h3: device evaluated by manufacturer: yes section h6; type of investigation - 3331, 4109 device evaluation: the contents of the package were received loose within the box. Individual product components could not be associated with their corresponding lot numbers, reported complaint events, or complaint/investigation file numbers. Product evaluation cannot be performed. The reported event could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.